Manufacturer narrative:
(B)(4). He damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.

Event description:
It was reported that the patient presented in the emergency room after experiencing a syncopal episode. It was noted under echocardiography that the rv lead was perforated the heart and the patient was experiencing pericardial effusion. The lead was explanted and replaced. The patient underwent cardiac drain and in stable condition.